Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) beginning vomiting and got shocked several times. Moreover, the physician stated that this device was malfunctioning. This device remains in service. No adverse patient effects were reported.